Event description:
The catheter was found in arteria pulmonaris. Patient is ok now after removal of the catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.